Manufacturer narrative:
The philips remote support engineer (rse) talked to the customer and found that the remote speaker was connected to the wrong port on the remote speaker port. Once the port was changed, the speaker was functioning as expected. Based on the information available and the testing conducted, the cause of the reported problem was a wrong connected speaker port. The reported problem was confirmed the device was operational after the speaker was connected to the correct port. The device remains at customer site. The investigation concludes that no further action is required at this time.

Event description:
It was reported that the device speaker is not working on one of the remote nurse stations is not working. Alarms are still visible but unable to hear. The device was in clinical use. There was no report of patient or user harm.